Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. They reported that the revision solved the pain problem. No device issue alleged / identified. No patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they were having a lot of pain at the implant site since implant. They stated the doctor thought the implant was sitting on a nerve and when they would move the pain would become unbearable. They stated the pain was at the ins site in their cheek and above the ins. They stated the doctor did a pocket revision in hopes that the ins would no longer be on the nerve, it was noted the revision had occurred 2 weeks prior. They stated they didn't want to give up the ins because they were getting about 85% symptom control and they were very happy with the therapy. No further complications were reported or anticipated.